Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported constant downstream occlusion alarm which was not reproduced. Downstream occlusion alarms were confirmed through a review of the event history log. During the evaluation, the downstream sensor current reading was found to be out of specification (high readings) with a fluid filled set loaded. Evaluation also found the downstream tubing guide depth to be out of specification. The downstream tubing guide was replaced to ensure proper downstream occlusion detection. (B)(4).

Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message. It was also reported there was no patient involvement.